Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter became difficult to deploy, the splines bunched, and the guidewire became stuck. During preparation there was no issue with the catheter. When deployed in the atrium the splines went into cobra position and there was difficulty manipulating the guidewire when the catheter was in flower deployment. They attempted to recover the spline bunching in the body but were unable to do so. When they removed the catheter, the array was twisted. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device was not returned for analysis, however, images of the defective device were provided for investigators. When examining the pictures they were able to confirm the bunching of the splines in the array. They were not able to confirm the complaint of the guidewire becoming stuck in the catheter nor were they able to determine any cause of the event.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter became difficult to deploy, the splines bunched, and the guidewire became stuck. During preparation there was no issue with the catheter. When deployed in the atrium the splines went into cobra position and there was difficulty manipulating the guidewire when the catheter was in flower deployment. They attempted to recover the spline bunching in the body but were unable to do so. When they removed the catheter, the array was twisted. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
When the catheter was returned to boston scientific's post market laboratory the catheter was first visually inspected, and the mentioned spline bunching was visible and the original guidewire was not inserted through the device. The catheter was then functionally tested by inserting a new guidewire and testing deployment. The guidewire was able to be inserted and manipulated through the device without issue and the deployment mechanism functioned as expected. Based on the available information the observation of a stuck guidewire and deployment problems were not confirmed through analysis. Separately, bunching of the splines was confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter became difficult to deploy, the splines bunched, and the guidewire became stuck. During preparation there was no issue with the catheter. When deployed in the atrium the splines went into cobra position and there was difficulty manipulating the guidewire when the catheter was in flower deployment. They attempted to recover the spline bunching in the body but were unable to do so. When they removed the catheter, the array was twisted. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.